Event description:
An olympus representative reported that the visera elite ii video system center was not displaying an image. The reported problem was found during installation of the device. No patient involvement or injury was reported.

Manufacturer narrative:
The suspect device will not be returned to olympus for evaluation. Customer stated they resolved the issue. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the no image likely occurred from a faulty serial digital interface out port. The specific root cause of the faulty serial digital interface out port could not be determined at this time. Olympus will continue to monitor field performance for this device.